Event description:
The customer received a blood glucose result of 25mg/dl on the accu-chek advantage sys and treated herself. Twenty-three minutes later, she felt "out of it" (hypoglycemic) and obtained a 114mg/dl and 298mg/dl within a ten minute timeframe. No reported treatment given by the customer or her husband. The paramedics were notified. One hr and 42 minutes later, her blood glucose was 28mg/dl on the professional meter and she received intravenous therapy (unk contents). New sys sent to customer and return requested.